Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing shocking at the ipg site and ineffective therapy due to high impedances with t12 lead. In turn, surgical intervention took place wherein the ipg and t12 lead were explanted and replaced. Physician added 2 new leads. Effective therapy was restored.